Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), after surgery it was noticed that implant had failed due to osseointegration. Implant was removed.